Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, acoustic lens is damaged and foreign material in the air water cylinder was observed. The regional repair center indicated that the most likely cause of the acoustic lens is damaged and foreign material in the air water cylinder was not determined. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the acoustic lens is damaged is cause traced to component failure and foreign material in the air water cylinder is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.